Manufacturer narrative:
Follow-up # 1 (09/24/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 130 mg/dl on the reported meter, and a reading of 83 mg/dl on a second meter within 30 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient reported no symptoms or medical attention. As the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.